Event description:
Event description guidant received information that this endotak lead had sustained a fracture. The lead was removed from service and explanted. An additional lead was implanted without further issues.